Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 4.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced to dilate the lesion. However, upon the first inflation at 7 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the coyote balloon catheter with a stopcock attached to the hub. The shafts, balloon and tip were microscopically examined. There was contrast in the inflation lumen and balloon and blood in the balloon. The balloon was loosely folded. Microscopic examination of the balloon and revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the exit notch of the device. The inner shaft was microscopically examined and a hole in the shaft wall with damage to the shaft on the left and right of the hole distal of the exit notch was revealed. The shaft damage is consistent with damage that can occur due to interaction with a guidewire. Microscopic examination presented no irregularities in the shaft material that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 4.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced to dilate the lesion. However, upon the first inflation at 7 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.